Event description:
It has been reported to philips that the allura xper fd20 system suffered a functional failure of the angiography system in dsa mode during an ongoing surgery. The surgery was completed with a mobile c-arm. The procedure time was extended by approximately forty-five minutes due to the technical issue. The system was in clinical use. No patient harm was reported as a result of the delay. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has reviewed this complaint. According to the information collected, this complaint is confirmed as a duplicate of a previously reported event (emdr reference: 3003768277-2022-01291). At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it has been determined that the reported event was previously investigated and reported. Internal evaluation has confirmed that no new allegations of device malfunction or patient/user harm have been received related to the reported event. The codes were updated based on the investigation outcome.